Manufacturer narrative:
The biomedical engineer (bme) reported that the alarm indicator on the central nurse's station (cns) did not exhibit audible alarms. They confirmed that the alarm indicator lights were working but increasing the volume did not produce a sound. They were advised to check the alarm connection and to test the alarm indicator on another cns to see if the issue can be isolated to the alarm indicator assembly. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device information: the following device was used in conjunction with the cns and was not the device that experienced the failure: telemetry transmitters- models #: ni, sn #: ni.

Event description:
The biomedical engineer (bme) reported that the alarm indicator on the central nurse's station (cns) did not exhibit audible alarms. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated the alarm indicator is not producing any sound on the central nurse's station (cns) device. Customer verified visual alarm (lights) are working. Customer was to verify if alarm indicator was plugged in correctly and whether it works on another cns device. Customer did not respond to follow up attempts from nka tech support team. Investigation conclusion: customer did not respond to follow up attempts from nka tech support team. No additional information was provided, the root cause of the reported alarm sound issue could not be determined. No CAPA is required at this time. Additional device information: d11 & c2: concomitant medical device information: the following device was used in conjunction with the cns and was not the device that experienced the failure: telemetry transmitters. Models #: ni. Sn #: ni.

Event description:
The biomedical engineer (bme) reported that the alarm indicator on the central nurse's station (cns) did not exhibit audible alarms. No patient harm was reported.